Event description:
As reported by an affiliate, a patient experienced orthopnea and cardiopulmonary arrest approximately (B)(6) months after the stent device implant. At the time of the elective procedure, angiography revealed 75% stenosis to the proximal left to mid left anterior descending artery (lad). The lesion was described as de novo, eccentric, b2 and 15 mm in length. The reference referenced vessel was 3.0 mm in diameter. The proximal to mid lad was treated with a 3.0 x 18 mm cypher bx and implanted at 22 atm for three seconds at the target lesion. There was no pre-existing thrombus at the time of stenting and per the investigator there was good wall opposition. The stent was not post dilated and there was a pre and post timi flow of 3. Post ivus and cag confirmed that the lesion was completely covered by the stent. There was 0% post residual stenosis. Act was not measured. No complications were reported. On (B)(6) 2012, the patient was taken to the emergency room due to orthopnea. St segment elevation in leads v1-4 were observed, however, abnormal cardiac enzymes were not detected. The patient suffered cardiopulmonary arrest ten minutes after the hospital arrival. In the early hours of (B)(6) 2012, coronary angiography was conducted under iabp and pcps treatment. Thrombus was observed from the proximal edge to inside the cypher bx implanted on the proximal to mid lad. It is unknown the amount of occlusion within the stent. Aspiration was conducted to treat the thrombus. A 3.5 x 15 mm bms was implanted at 20 atm for five seconds proximal to and overlapping the cypher bx. Sufficient blood flow was reported after the treatment with a timi flow of 3. On (B)(6) 2012, despite treatment, hemodynamics did not improve. Iabp and pcps treatment was continued, however, the patient died. Per the investigator's comments, the cause of death was heart failure, but the causal relationship between the event and the cypher bx was unknown.

Manufacturer narrative:
The investigator reported that the cause of the thrombotic event was also unknown due to that the patient had continued dual anti platelet therapy with good compliance. An autopsy was not performed. Concomitant medications: aspirin 100m qd and ticlopidine hydrochloride 200mg qd. Complaint conclusion: as reported by an affiliate, a patient experienced orthopnea, heart failure, thrombosis and cardiopulmonary arrest approximately (B)(6) months after the stent device implant. This was a (B)(6) male with medical history including omi, hypertension, abnormality of lipid metabolism, dm, and past history of pci. At the time of the elective procedure, angiography revealed 75% stenosis to the proximal left to mid left anterior descending artery (lad). The lesion was described as de novo, eccentric, b2 and 15 mm in length. The reference referenced vessel was 3.0mm in diameter. The proximal to mid lad was treated with a 3.0 x 18 mm cypher bx and implanted at 22 atm for three seconds at the target lesion. There was no pre-existing thrombus at the time of stenting and per the investigator there was good wall opposition. The stent was not post dilated and there was a pre and post timi flow of 3. Post ivus and cag confirmed that the lesion was completely covered by the stent. There was 0% post residual stenosis. Act was not measured. No complications were reported. On (B)(6) 2012, the patient was taken to the emergency room due to orthopnea. St segment elevation in leads v1-4 were observed, however, abnormal cardiac enzymes were not detected. The patient suffered cardiopulmonary arrest ten minutes after the hospital arrival. In the early hours of (B)(6) 2012, coronary angiography was conducted under iabp and pcps treatment. Thrombus was observed from the proximal edge to inside the cypher bx implanted on the proximal to mid lad. It is unknown the amount of occlusion within the stent. Aspiration was conducted to treat the thrombus. A 3.5 x 15 mm bms was implanted at 20 atm for five seconds proximal to and overlapping the cypher bx. Sufficient blood flow was reported after the treatment with a timi flow of 3. On (B)(6) 2012, despite treatment, the hemodynamics did not improve. Iabp and pcps treatment was continued, however, the patient died. Per the investigator's comments, the cause of death was heart failure, but the causal relationship between the event and the cypher bx was unknown. The investigator reported that the cause of the thrombotic event was also unknown due to that the patient had continued dual anti platelet therapy with good compliance. An autopsy was not performed. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 13381409 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Very late thrombosis is a known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of stent implantation produces intended damage to the intima of the vessel wall in order to remodel the wall and re-establish patency of the vessel. The disruption of the intimal layers triggers the immune system to heal the damaged areas, thus activating the clotting mechanism as well as the inflammatory response. The combination of inflammatory response and clotting cascade can lead to thrombus formation in side of the stent around the damaged areas. Sirolimus has potent anti-inflammatory, immunosuppressive, and antiproliferative effects. These potent biologic effects raise theoretic concerns about potential side effects, such as incomplete healing, increased thrombogenicity, necrosis, apoptosis, and positive remodeling. Continued surveillance after des implantation is required to determine the long-term safety. The patient was maintained on an asa and ticlopidine regimen. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Review of the information does not suggest what factors may have contributed to this event of very late thrombosis; however, this patient has an ongoing progression of atherosclerosis that stent implantation is a treatment for and not a cure and/or preventative measure. Death is a known potential major adverse event associated with stent implantation. The patient presented with orthopnea, heart failure and thrombosis and then subsequently died. The cause of death was listed as congestive heart failure (chf). Chf is related to the heart's inability to effectively pump blood into the circulatory system. There are many factors that can affect this ability, such as viral / bacterial infection, drugs and / or alcohol abuse, untreated systemic hypertension, renal failure and myocardial infarctions. This patient had a history of renal failure and mi. Stents are placed to maintain the patency of the arteries feeding the heart muscle.